Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not staying on all time and the patient felt it turned itself off without them doing anything to it. It was stated the ins would spontaneously start working again and the patient (pt) was not using adaptive stimulation and did not have any falls/ trauma. The patient stated they checked their ins with the patient programmer (pp) and it the pp showed the stim was on. It was stated that the patient tested ins by laying down flat on backside and when they did that it would kick on again. Pt stated when they were in any other position it turned off. It was mentioned that this occurred daily and they felt like stim was only function 25% of the day. The patient had tried adjusting intensities; pt used group a which had three programs. The rep was instructed to check the electrode impedances, specifically those used in group a. The rep stated they 'look good' and the initial rep only checked 0 as the reference. It was reviewed that the rep could try other programming, running impedances in specific positions and it was noted that an image could be helpful because it sounded as though the lead may have moved. The rep later reported that the pt thought she had the adaptivestim feature on which explained her allegations of why the stimulator intensity was not functioning the same with the different positions. The pt was reeducated on adaptivestim, provided new settings and activated the feature again. It was stated that the health care professional was going to order imaging for the pt. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that patient needed reeducation on charging; moreover patient may not be charging optimally. Rep reprogrammed the patient and activated adaptive stimulation. As well as educated patient on charging and adaptive stimulation. Patient agreed to call as needed and rep has not heard from the patient since the meeting. The health care professional (hcp) has no further information at this time. No patient symptoms or complications were reported in this event.